Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivery. The blood glucose level was 117 mg/dl at the time of incident. The current blood glucose was 117 mg/dl. The customer treated with food. The customer alleging the insulin pump for over delivery. The product will not be returned for the analysis.